Event description:
It was reported that the customer's insulin pump had cracks on the reservoir lock area. It was stated that the reservoir will not stay locked in place and keeps sliding out. Customer's blood glucose level at the time 157 mg/dl. The customer stated that the insulin pump had been bumped up against things. Advised to discontinue use of the insulin pump. No add'l info was provided.

Manufacturer narrative:
Pump was received with broken reservoir tube lip, broken battery tube threads, missing reservoir o-ring, cracked reservoir tube window, cracked display window corner, minor scratched lcd window and missing end cap sticker.